Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the device would not staple and cut. Another instrument was used to continue with the case. There was no consequence to the patient.